Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer amulet left atrial appendage occluder was implanted using a 14f amplatzer steerable delivery sheath. During the procedure, there were some difficulties implanting the device and there were multiple manipulations of the device. The device was never completely retracted into the delivery system during procedure prior to implant. During the procedure, the patient's activated clotting time (act) levels were above 300 seconds, and they were given heparin intraprocedurally. There were no intraprocedural adverse events reported. On (B)(6) 2022, the patient experienced a left pleural effusion. A thoracotomy was performed, and the ruptured pulmonary artery was repaired surgically. It was unclear how the pulmonary artery was ruptured as there was no left atrial appendage perforation seen. The patient was placed on a ventilator and was recovering. The patient was reported to be in stable condition.

Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer amulet left atrial appendage occluder was implanted using a 14f amplatzer steerable delivery sheath. During the procedure, there were some difficulties implanting the device and there were multiple manipulations of the device. The device was never completely retracted into the delivery system during procedure prior to implant. During the procedure, the patient's activated clotting time (act) levels were above 300 seconds, and they were given heparin intraprocedurally. There were no intraprocedural adverse events reported. On (B)(6) 2022, the patient experienced a left pleural effusion. A thoracotomy was performed, and the ruptured pulmonary artery was repaired surgically. It was unclear how the pulmonary artery was ruptured as there was no left atrial appendage perforation seen. The patient was placed on a ventilator and was recovering. The patient was reported to be in stable condition. Subsequent to the previously filed report, additional information was received that the troubles noted during the procedure involved difficulties in gaining coaxial alignment in he anterior wing.

Manufacturer narrative:
An event of pleural effusion and a ruptured pulmonary artery was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.